Event description:
It was reported that the patient visited the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) did not work as expected. The test found a crack in the cylinder connecting tube. The patient had the ipp pump and right cylinder replaced. Following surgery, the patient was stabilized and the event resolved.

Event description:
It was reported that the patient visited the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) did not work as expected. The test found a crack in the cylinder connecting tube. The patient had the ipp pump and right cylinder replaced. Following surgery, the patient was stabilized and the event resolved.

Manufacturer narrative:
H3 device evaluation: the ams700 ipp cylinder was visually inspected and functionally tested. There was a pinhole leak in cylinder body attributed to fold wear; cylinder has wear at fold in cylinder body. There was no damage to the cylinder krt. Product analysis was unable to confirm the reported event; however, product analysis concluded that identified fluid leak in cylinder was the most probable cause of the reported event.